Event description:
A home patient's spouse contacted baxter's technical service center for assistance during the prime cycle in anticipation of the home patient's automated peritoneal dialysis therapy regarding a "check lines and bags" alarm. Per initial report, the home patient's transfer set was connected to the patient line of the homechoice set during prime. Baxter's technical service center assisted the home patient's spouse in ending therapy early. No patient injury or medical intervention was indicated at the time of the initial report.